Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. Based on the results of the investigation a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that subject device displayed image interference, vertical stripes, and noise. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device displayed image interference, vertical stripes, and noise. The issue was found during an unspecified procedure. There were no reports of patient harm.